Event description:
It was reported that during an implant procedure, it was difficult to get the wrench out of the device's atrial port and additionally, the setscrew came out of the connector block and the physician was unable to reinsert the setscrew. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found. Grommet damage was noted and the set screw was loose/detached.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.